Event description:
It was reported to st. Jude medical that one day post-implant, high-impedance was observed. The physician decided to re-open the pt. During surgery, the physician encountered difficulties disconnecting the lead from the ICD and the screw fell out and as a result, another screw was used to replace it. Six days later, the device was explanted due to a screw connection issue.

Manufacturer narrative:
Eval summary: the field experience of a setscrew anomaly was verified in the lab. Dried body fluid was noted under the septa openings. The septa openings were also found damaged on various septa. After removing the v (is-1) septa, it was noted that both of the setscrews hex cavities were slightly stripped and filled with septum debris. Having silicone inside the setscrew hex cavity can cause the torque driver to not be inserted completely into the setscrew. Material in the setscrew hex cavity can cause the torque driver to slip out of the hex head and strip the setscrew, or give the impression of a stripped setscrew. All other setscrews and septa were found to be of standard utilization.